Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported thrombosis occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The wds was advanced and deployed in the laa. While measuring for position, anchor, size and seal (pass) criteria a thrombus was noted on the tip of the wds sheath. The physician aspirated the clot to remove. The closure device was successfully implanted in the laa after meeting pass criteria. There were no patient complications and the patient was discharged.

Event description:
It was reported thrombosis occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The wds was advanced and deployed in the laa. While measuring for position, anchor, size and seal (pass) criteria a thrombus was noted on the tip of the wds sheath. The physician aspirated the clot to remove. The closure device was successfully implanted in the laa after meeting pass criteria. There were no patient complications and the patient was discharged.